Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. During troubleshooting with tandem technical support, the customer pressed the wake button with more force to resolve the issue. The customer¿s blood glucose level was 189 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.